Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6; h10. The complaint sample was evaluated, and the reported event was confirmed. Both drivers have been fractured at the distal end, and the pieces were not returned. Visual examination of the returned product revealed signs of use, with some wear and tear on the connecting feature at the proximal end of the peg drivers. Sample one also has a gouge on the driver shaft near the proximal end. Both drivers were measured and conform to the print specifications. The device history record was not reviewed because manufacturing records could not be located for this item/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): fpd20 (284661) attempts have been made to gather all product identification information, and no further information has been provided. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screwdriver broke during surgical use; the specific procedure, stage of use, and circumstances of the breakage were not reported. The proper surgical technique was used, and no interventions or foreign body retention were reported. Attempts have been made and no further information has been provided.